Event description:
It was reported that minimum fill notification occurred while customer attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed usable insulin in cartridge, removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge, and successfully resumed insulin delivery.